Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead; implanted (B)(6) 2008. A 5071-35 lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to suspected cardiac arrest. There was one ventricular fibrillation (vf) episode that was treated with a shock. There was suspected oversensing on the right ventricular (rv) lead at times during the episodes. The lead remains in use. No further patient complications have been reported as a result of this event.